Manufacturer narrative:
This product is not marketed in the us. (B)(4). Conclusion: off label use (acd<3.00mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was torn/broken during injection into the eye, and explanted in the same surgery. On (B)(6) 2017 the lens was exchanged for the same size and diopter lens. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.

Manufacturer narrative:
Device evaluation-lens was returned in the lens vial. Visual inspection found the lens cut in three pieces. Optic was torn/split. Haptic was torn. Foreign material on lens surface. (B)(4).